Manufacturer narrative:
The analysis of the returned device has been completed. Our records indicate that the device was assembled in (B)(6) 2014. The handset was manufactured in (B)(6) 2014. The returned unit was inspected visually and by x-ray. The investigation found evidence of heavily applied dental office cleaners and fluid ingress into the interior of the handset. It was determined that there was a short circuit in the lower battery pack circuit board that lead to the battery failure. No injuries were reported. The nomad pro operator manual provides instructions on the proper care, cleaning, and maintenance of the device. This concludes our investigation.

Event description:
It was reported by the doctors office that a nomad pro 2 x-ray handset had melted on the charging cradle. There were no injuries reported.